Event description:
It was reported that the patient presented to the clinic after receiving a notifier for low impedance on the atrial lead. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.